Event description:
It was reported that during a filter placement procedure, the "umbrella section broke off inside of the sheath." The procedure was completed with a different device. No patient injuries or complications were reported. Patient status is listed as "fine, no injury." Further information has been requested, but has not been received.